Event description:
The facility reports the staff was transferring the resident from the bed to the chair when the pt's knee came into contact with the clip in the leg area, knocking off the clip. The resident slipped out of the top of the sling, landing on the head. Pt suffered a laceration to the back of the head, a large hematoma to the skull, and skin tears and bruising under the neck. The pt rec'd several stitches.